Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. The analysis indicated that the proximal ring rust/green in trifurcation. The distal conductor of the lead was extrinsically over-rotated. Concomitant medical products: d314drg ICD, implanted: (B)(6) 2013. This device was included in a field action, but product analysis found that the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had noise and was suspect of a fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.